Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no damage to the device. Functional evaluation was performed and found the pump has no failure, there is no obstruction. We have not been able to establish a relationship between the event reported and the device. Probable root cause may be a connection issue or component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that an obstruction was detected during safety test. No case involved.